Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 02/15/2026, it was reported by the patient's husband that they noticed that the patient's egv was showing 80 mg/dl 4 days after the sensor was put on the abdomen. The patient was feeling dizzy, confused and sleepy at this time. The husband did not check using bg fs and drove the customer to the hospital. At the hospital, the egv was 80 mg/dl and showing 20 mg/dl on the bg fs. Healthcare providers gave the customer IV and gluco gel. The length of stay was not documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.